Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that the patient implanted with this right ventricular (rv) lead complained of chest discomfort. As x-ray was inconclusive a CT scan was performed that showed the lead to be in the pleural space; there was no evidence of effusion. A revision procedure was performed wherein the lead was explanted and the rv port of the device plugged. The patient's pacemaker was subsequently reprogrammed to aai. No additional adverse patient effects were reported.

Manufacturer narrative:
Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies; detailed analysis did not reveal any abnormalities. Additionally, x-rays of the lead were performed and found unremarkable. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.